Event description:
Report stated the setting were adjusted for a volume of 72 ml and 2.3 liters for mv on a test lung. When transferred to the infant the volume went to 200 ml with a mv of 3.5 liters. The report stated that this may be detrimental to the pt.